Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with cefazolin 2 grams per day intraperitoneally and gentamicin 80 milligrams per day intraperitoneally for the peritonitis event. On the thirteenth day of antibiotic therapy, cefazolin and gentamicin treatments were withdrawn. Dianeal therapies were ongoing. After being hospitalized for twelve days, the patient was discharged. The patient was recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.